Manufacturer narrative:
H6: codes corrected to capture completed investigation. H3: no product was received for analysis. The device history record of reported lot 6037705 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D3 - mfg establishment name: corrected. H3 and h6 codes - updated. One used partial device was returned for investigation. During the visual inspection, the cannula is bent over, no mating extension set returned with the cannula. The customer reported issue cannot confirm of line block, unable to perform leak test without the returned mating set. There was no allegation of an issue with the infusion set and the investigation was unable to confirm the complaint. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that a person with diabetes (pwd) experienced a line blocked alarm in the morning, with a sensor reading of 351 mg/dl. The pwd had noted elevated blood glucose (bg) levels the previous day as well. The pwd reported symptoms of nausea and brain fog but expressed confidence that these would subside once bg levels decreased. Ketone testing had not been performed. The pwd stated that a bolus had been administered approximately 30 minutes before breakfast, after which bg levels spiked. The infusion site was changed, and the alarm was resolved using the current cassette prior to the call. The affected infusion set was a cleo 90, worn on the thigh. Upon removal of the site, air bubbles were observed in the cannula. There was no patient injury. The issue was resolved. The operator of the device was a lay user. The event occurred while in use with the patient. Patient details were provided: the patient is a non-hispanic white female, a 26-yr old weighing 215 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.